Event description:
A vanishpoint syringe utilized to administer an intramuscular injection. After the dose was administered and during the disposal process, the needle that had retracted into the plunger came out of the end of the plunger, flew through the health care professional's hair and landed on the floor. The nurse believes the small plastic cap that holds the needle in the plunger (on the end where the plunger is depressed) came out or was missing, allowing the needle to leave the end of the plunger. FDA safety report ID # (B)(4).